Manufacturer narrative:
E.1 initial reporter facility name -(b)(60 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that main tower drawer 2 full height (fh) had failed to open. A field service engineer (fse) inspected the drawer and found that the inseparable magnet had dislodged from the inseparable. The inseparable magnet was replaced with a new style. A hardware application test was performed, and the customer successfully recovered the error and completed inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that, when using the bd pyxis¿ medstation¿ es, main tower drawer 2 full height had failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.